Manufacturer narrative:
B3: the event date was approximated to (02/01/2024) since the provided information was "18 months ago the patient suffered a tia".

Event description:
Reported via patient call center. It was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted on (B)(6) 2022. The patient was discharged. The patient stated that approximately 18 months ago they suffered a transient ischemic attack (tia). The patient also stated that they had a transesophageal echocardiography that showed a 3.9mm leak and the physician scheduled a surgery to correct the leak. The patient stated that they were placed under general anesthesia and when they woke up from the procedure, the physician stated that the leak was not big enough to do anything about it. The patient was placed back on 5mg eliquis twice a day and is looking for any recourse and next steps to come off the blood thinner medication. The patient noted that after implant follow up visit, the physician told them that they had a small leak and that heart tissue will grow around the closure device and close, but the heart tissue has not grown over the closure device at this time.